Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during implantation of a bifurcated device and two infrarenal aortic extensions, a follow up computed tomography scan revealed a type iii endoleak. During the procedure the physician noticed that the safety stops were reversed. The middle part of the graft deployed above the renals, and moved the graft down and was able to place it, but an endoleak occurred. However, the patient was treated with an additional infrarenal aortic extension, and the safety stops were correct, and the endoleak was successfully corrected. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation, the reported event was inconclusive related to the device stop locations. The device was not returned and the clinical review of case images cannot determine stop orientation and therefore, did not add any clarification to the evaluation. The clinical review did confirm the presence of an endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Overall, root cause for the reported issue could not be determined.